Event description:
It was reported that the pt can not communicate with or charge her ipg. Also it was reported that her ipg appeared to be tilted and it flips in the pocket. Revision was done to reposition the ipg. The pt is still unable to communicate with her ipg after the revision. She is working with her physician to determine the next course of action. Additional surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.